Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device had a degraded downstream occlusion seal. The product fault occurred before infusion, there was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal bubbled, upstream occlusion (uso) seal worn and lens scratched. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be the dso seal. The dso seal was replaced. Service history review identified the device was previously serviced for the same reason of ¿dso seal damaged¿.